Event description:
Ligasure hand piece was working at the beginning of the procedure, but began to seal incorrectly as procedure progressed. An error showed on ligasure machine when surgeon attempted to trigger device. Unplugged device from ligasure machine and plugged back in to allow machine to recheck, then told surgeon to try using device again. Ligasure did not work at all; therefore, a new ligasure device was obtained. FDA safety report ID #: (B)(4).